Manufacturer narrative:
The field service engineer found a dripping washing needle. The tubing for the needle was shortened and re-attached. Test runs were carried out and it was determined the device was functioning correctly. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cobas integra glucose hk gen. 3 and two additional patient samples tested with ua2 on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The first sample initially resulted in a glucose value of 20.9 mg/dl and it repeated on a second analyzer as 142.8 mg/dl. The second sample initially resulted in a uric acid value of 0.2 mg/dl and it repeated on a second analyzer as 5.9 mg/dl. The third sample initially resulted in a uric acid value of 1.6 mg/dl and it repeated as 5.5 mg/dl.